Event description:
It was reported patient presented in clinic after a battery performance alert was triggered on merlin.net. The implantable cardioverter defibrillator was explanted and replaced. Patient was stable.